Event description:
No report of pt harm or injury related to this event. Customer reported that measurement is inconsistent with measurement performed on modality.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Per investigation at time of event: isite pacs version 3.3 takes consistent approach of using imager pixel spacing for measurement performed on projection radiography images. Imager pixel spacing is required to be present in projection radiography images. Third party modality is using an optimal dicom tag which may or may not be present in a given image. The optional dicom tag in use by the third party modality estimates conversion from imager pixel spacing into the pt pixel spacing. The value of estimated radiographic magnification factor does not necessarily relate to the plane in which measurement is performed. The value of estimated radiographic magnification factor may or may not be present, dependent on modality configuration. The only accurate way to get pt measurements on projection imaging is to use fiducial markers and calibrate measurements. This capability is supported in isite pacs. The 3.3 IFU includes warnings of modality dependent measurements and the strong recommendation to use fiducial markers for determining magnification factors.